Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a testing, the device falsely detected items when none were present. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: the rf assure console was received for evaluation. The evaluation confirmed the reported issue of a false positive detection. The investigation isolated the failure to a ferrite on the accessory port assembly. The ferrite was removed to address the condition of the device. Corrective action has been implemented to prevent this issue through improvements to the design. No patient injuries have been reported with this issue. If information is provided in the future, a supplemental report will be issued.